Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring occlusion alerts on the ilet system with a reported blood glucose of 401 mg/dl and repeatedly dismissed the alerts without corrective action, leading to poor glucose control; the event was characterized as improper or incorrect procedure or method and involved the user interface. Symptoms included headache, nausea, and thirst associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, while a usage problem was identified related to failure to address occlusion alerts. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. An additional contributing conclusion was that an unintended use error caused or contributed to the event.